Event description:
Information received from the patient reported that they had not been using the stimulation therapy from their implantable neurostimulator (ins) for a while because it was causing them pain. The patient stated that they had a car accident about a year ago (2015) and had severe sciatic pain and pain in their foot (toes). They were going to meet with the manufacturer's representative soon so they could use the stimulator again. Follow up information received from the patient reported that as a step to resolve the pain in the foot/sciatic pain the "stimulator" was fixed and received a new recharger and adaptor. The patient stated that their pain had decreased. The indication for use for the implanted device was noted as spinal pain. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.